Event description:
It was reported that there was double beep without cassette attached. Per reporter, the event occurred during testing. Evaluation of the returned device identified a defective downstream occlusion sensor and intermittent upstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue and revealed a defective downstream occlusion (dso) sensor and an intermittent upstream occlusion (uso) sensor. The dso and uso sensors were replaced to address this issue.